Manufacturer narrative:
Continuation of medical devices: 694758 lead (B)(6) 2006, enlw1620c124e stent graft implanted (B)(6) 2012, enbf2820c166e stent graft implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.